Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per 300223-k1 (us), si-bone surgical technique manual (c-arm and o-arm), the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Implant type, part number, lot number, manufacture date, expiration date and gtin: 1st (superior): ifuse implant, p/n 7065-100, lot# 193443, mfd. 11 aug 15, exp. 2020-08-11, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7065-100, lot# 193443, mfd. 11 aug 15, exp. 2020-08-11, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had si joint pain relief for three months before complaining of a recurrence of pain symptoms. The surgeon suspected that the implants may have been loose and that the middle implant was twenty millimeters too proud of the ilium. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial and middle implants with chisels as they were both solidly fixed in bone. Both explants showed bony on-growth. Both explants were replaced with shorter implants of the same type using the explant voids. Finally, the surgeon added an additional implant of the same type packed with bone graft to help fixate the joint. The preexisting caudal positioned implant was not adjusted or removed. The patient's pain symptoms resolved following the revision procedure.